Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It was reported the device was used in the tricuspid valve. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU): the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use did not likely contribute to the single leaflet device attachment (slda). The reported slda was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr), with a tr grade of 4. The pre-procedure mean pressure gradient was 1mmhg. The clip was implanted without issue; however, it detached from the septal leaflet, and remained attached to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip and tr was reduced 2. A third clip was advanced; however, the gradient increased to 3mmhg, so the clip was not implanted, and the gradient remained 1-2mmhg. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.